Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the catheter revealed damage to the transition tube of the catheter body. Interrogation of the device revealed it contained fentanyl and bupivacaine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for disposal only with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for chronic low back pain and spinal pain. Patient symptoms were not reported. No further complications were reported/anticipated or expected.